Event description:
The customer stated his blood glucose readings were not all stored in the contour next ez. No adverse event was alleged. Product was not expected to be returned, and was not replaced.